Manufacturer narrative:
The customer reported the unit was intermittently losing power. The unit was evaluated by a philips rep and the reported symptom was not duplicated. The unit was tested and placed back into service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported the unit was intermittently losing power.